Event description:
Right shoulder surgery on (B)(6) 2011. Revision surgery on (B)(6) 2014 after dislocation anterior.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.